Event description:
A patient was receiving chemotherapy. When two nurses (rns) were checking the lines, the pump was alarming "air in line" so one rn paused the infusion, clamped below and took the line out of the pump to displace the bubbles. When the rn did this, the line came apart at the connection at the blue lower fitmet where the flexible portion attaches to the safety clamp. The connection at the blue upper fitmet is tight, but the connection at the lower blue safety clamp is not tight and the small collar that fits to that segment of tubing comes off easily. The chemo drug splashed onto the patient's arm and the nurse's hands, and splashed into the second nurse's eye. The nurse and patient were cleaned thoroughly with soap and water, the nurse who sustained an eye splash was sent to the emergency department (ed). No one sustained an injury. The spill was cleaned per chemo spill policy.manufacturer response for infusion set, smartsite (per site reporter):we have pulled all sets from this lot and made them available to manufacturer to analyze. Original set was discarded due to toxic chemo drugs.